Event description:
It was reported that ¿the doctor found the products were leakage in balloon and catheter when testing the products. The doctor had to replace others to complete the surgery. These products were not used on the patient.¿ analysis found that wires had come out of their respective lumens.

Manufacturer narrative:
This device is used for therapeutic purposes. Brand name: nim contact® standard emg reinforced endotracheal tube, product code: etn, common device name: stimulator, nerve, (B)(4). Model # 8229307 catalog # 8229307 lot # 0207804345 expiration date: march 12, 2018 manufacture date: march 13, 2014. (B)(4). Product evaluation: analysis on 8229306, 6mm re, found that when compared to the assembly drawing: one of the electrodes was out of its respective lumen and it punctured the cuff which would have resulted in the reported malfunction. When compared to the visual operating instructions for emg tubes final assembly revision c; the cuffs are verified 100% for inflation after installing the electrodes; and verified that the electrodes are not poking through the cuff or out of their respective lumen [this occurs at multiple steps along the process]. The instructions for use indicate ¿there is a greater risk of damaging the tube under extreme operating conditions, such as excessive bending, prolonged procedures, and repeated manipulation¿. The information most likely indicates a use error while handling (misuse). Analysis on 8229307, 7mm re, found that when compared to the assembly drawing: two of the electrodes were out of their respective lumens and punctured the cuff which would have resulted in the reported malfunction. When compared to the visual operating instructions for emg tubes final assembly revision c; the cuffs are verified 100% for inflation after installing the electrodes; and verified that the electrodes are not poking through the cuff or out of their respective lumen [this occurs at multiple steps along the process]. The instructions for use 68e4127 revision b indicate ¿there is a greater risk of damaging the tube under extreme operating conditions, such as excessive bending, prolonged procedures, and repeated manipulation¿. The information most likely indicates a use error while handling (misuse). Method: microscopic inspection. Results: stress problem.